Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 42 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced ongoing elevated blood glucose (bg) levels displayed as "high" on the continuous glucose monitor, however, a specific value was not provided. Cause was not known. A supply change, and a correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.